Event description:
The patient was on a high flow nasal cannula and upon assessment, the rn noted that the tubing that directly connects the piece under the patient's nose broke off from the nose attachment.